Event description:
Used the product after a minor surgical procedure to alleviate cramping. A couple of days after use I discovered three quarter-size burns on the abdomen. I did not notice the burning during use of the wrap as I was on pain killing medications. I had assumed the burns had resulted from too much pressure pushing on the wrap during use. With the recall, I am going to say that the burns came from the wrap itself and not misuse. The burns took several weeks to heal. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: ablation procedure - used to control cramping. Event abated after use stopped or dose reduced?: yes.